Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that adhesive where foley statlock attaches to leg does not stay.

Event description:
It was reported that adhesive where foley statlock attaches to leg does not stay.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿adhesive chemistry not appropriate for application (poor quick stick characteristics)". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "statlock® foley stabilization device read carefully before use. Safety and efficacy considerations: single use. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterilized using ethylene oxide. Sterile unless package is opened or damaged, except for any individually packaged components within the pouch which are not labeled as sterile. These components are not terminally sterilized. Do not alter the statlock® device or components. Procedure must be performed by trained personnel with knowledge of anatomical landmarks, safe technique and potential complications. Contents: package includes the statlock® device stabilization system and skin preparation pad. Indications for use: the statlock® device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, diaphoretic or non-adherent skin, or when the access device is not monitored daily. 2. Observe universal blood and body fluid precautions and infection control procedures, during application and removal of the statlock® device. 3. Minimize catheter manipulation during application and removal of the statlock® device. 4. Daily maintenance: a. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. B. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. C. If showering/bathing, cover with plastic wrap or waterproof dressing. D. Conduct skin assessment prior to application and repeat daily per facility protocol. E. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity. The statlock® stabilization device should be monitored daily and replaced when clinically indicated, at least every 7 days. The catheter insertion site should be treated per local policy recommendations. The statlock® device is contraindicated on patients with known tape and adhesive allergies. Alcohol and acetone may weaken the adhesive bond between the statlock® device pad and the skin. Care should be taken when using these solutions while performing catheter site care. Please consult product inserts and labels for any indications, contraindications, hazards, warnings, cautions and directions for use. For additional information on the statlock® foley stabilization device, please call your local bard representative." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.